Event description:
An implanted ijs-e (internal joint stabilizer - elbow) broke at the base of the boom arm four weeks after initial implantation.

Manufacturer narrative:
The instructions for use for the ijs-e system includes the following warning: "the patient should be informed about the importance of following the post-operative rehabilitation prescribed in order to fully understand the possible limitations in activities of daily living." The patient did not follow the post-operative rehabilitation prescribed by the surgeon, stressing the implant by working in the fields of their farm only three weeks after initial implantation.